Manufacturer narrative:
Device evaluation: results - a sample was not received for evaluation. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusion - bd was not able to duplicate or confirm the customer's indicated failure mode as no sample was received for evaluation. An absolute root cause for this incident cannot be determined.

Manufacturer narrative:
The medical device expiration date is unknown as the lot number is unknown. The device manufacture date is unknown as the lot number is unknown. Device evaluation: the used device has been discarded and therefore not available for investigation. It is unknown if additional samples will be sent. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the safety shield of the suspect device came off after the nursing auxiliary had completed a phlebotomy procedure, resulting in a needle stick injury. The nursing auxiliary performed first aid and was then referred to occupational health where she had initial and follow up lab work. No prophylactic medications were given. There have been no adverse effects reported from the needle stick injury.